Event description:
During a colonoscopy procedure, the physician used cook endoscopy disposable biopsy forceps. The physician indicated the cups seemed to be tearing the tissue. What was described by the physician as a "very minor bleed" occurred but intervention was not required. The procedure was completed using another set of forceps. Nothing had to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. An endoscopic photograph was provided for our eval. We reviewed the photograph with clinical personnel. The clinical personnel indicated the appearance of the biopsy site is consistent with the physician's description of "very minor bleeding". The clinical personnel also indicated this type of observation is common when obtaining biopsies in the gastrointestinal tract. Clinical personnel indicated that typically an observation of "very minor bleeding" does not require medical intervention. As part of our evaluation, the forceps were returned to the supplier for eval. The results of their evaluation include the following: a visual examination did not reveal any unusual edge quality characteristics that would potentially cause the forceps to tear tissue. The forceps tip configuration was reviewed with respect to cup radius, mating surfaces and opening angle. All of these configurations were found to be appropriate. No physical damage to the forceps device was observed during the eval. The eval of the forceps device did not reveal an observation that could have contributed to the reported observation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote.

Manufacturer narrative:
Conclusions: a definitive cause for this observation was unable to be determined because a discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation of the returned device. The actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. The user is instructed to apply slight pressure to the handle while closing the forceps around the tissue or object. A note in the instructions for use indicates that it is not necessary to apply excessive pressure to cleanly excise the tissue. The size of tissue to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported occurrence. Prior to distribution, all disposable cold biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval of the returned device. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.